Manufacturer narrative:
The field service engineer reported he went onsite to evaluate the customer issue and found the power cord being used on the device was not a philips recommended cord. He replaced the power cord with a correct one and this battery charging issue was resolved.

Manufacturer narrative:
A follow-up report wil be submitted uon completion of the investigation.

Event description:
The customer reported the backup battery failing to charge. No patient involvement reported.